Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Clinic reported having a patient that was injected with juvederm (tm) voluma (tm) xc to the cheek and tear trough area. Patient developed an "adverse reaction on one side of the face." Patient was treated with keflex after consulting with a doctor via skype. On the 2 week review, the patient's swelling had calmed down. The patient returned and "infection returned on the other side of the face." Patient was then treated with hyalase after consulting with a doctor via skype. Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 5/18/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and infection: "precautions for use as a matter of general principle, implantation of medical device is associated with a risk of infection. Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection."

Event description:
Clinic reported having a patient that was injected with juvederm voluma xc to the cheek and tear trough area. Patient developed an "adverse reaction on one side of the face." Patient was treated with keflex after consulting with a doctor via skype. On the 2 week review, the patient's swelling had calmed down. The patient returned and "infection returned on the other side of the face." Patient was then treated with hyalase after consulting with a doctor via skype. Symptoms are ongoing.